Event description:
A ventitlator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and internal battery were replaced to address the issues. During the evaluation the flow element was found to be contaminated with dust and was cleaned to address the issue. The device's universal porting block was also replaced due to physical damage. The device had evidence of physical damage consistent with being dropped.

Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board was replaced to address a "service required" alarm condition. The component was not replaced. The device's oxygen blending module flow element assembly was cleaned to address the issue.